Manufacturer narrative:
The event of lead migration was reported to abbott. Lead migration was confirmed via x-ray. The right lead was replaced with a new lead and positioned slightly higher. The left lead remains implanted due to the lead providing adequate coverage. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-ray imaging revealed migration. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the right lead was explanted, replaced, and repositioned to address the issue.